Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. The download data shows that time outs and a drive stall occurred during second prime preventing the firing flat of the ratchet gear from lining up with the release bar at the end of second prime. This drive stall resulted in the needle mechanism not deploying. The device was successfully paired with a pdm, completed priming, and delivered a 5u bolus. The rerun test did not reproduce any timeouts or drive stalls. Inspection of the drive mechanism found contamination on the commutator cap. The observed contamination was not observed on the lines of contact between the commutator cap and the rotational sensor springs. Ultimately the exact cause of the drive stall could not be determined.